Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: the returned endovive securi-t percutaneous replacement gastrostomy tube was analyzed, and a visual evaluation noted that the molded internal bolster was detached from the tube and it was not returned for analysis. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. No other problems with the device were noted. The reported event of bolster detached was confirmed. Probably the molded internal bolster was detached due to user technique or other procedural factors, also force applied to pull the gastrostomy tube out during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube and dislodged inside the stomach. Reportedly, the detached bolster was retrieved using a retrieval net. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube and dislodged inside the stomach. Reportedly, the detached bolster was retrieved using a retrieval net. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.